Event description:
An alarm malfunction was reported, with alarm 2 followed by alarm 26. The occlusion issue impacted the customer's blood glucose level, causing it to read as "high," although the specific value was unknown. The customer attempted to address the issue with a correction bolus via the pump, requiring no assistance from third parties. Technical support guided the customer through several troubleshooting steps that included disconnecting pump components, delivering boluses, and eventually changing the pump supplies to address the issue.